Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized. Customer experienced a low blood glucose reaching 24 mg/dl. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital approximately 3 days later on (B)(6) 2021 with the issue resolved and no permanent damage. Recommendation was made to discuss diabetes management with a health care professional. The customer alleged that control-iq did not suspend appropriately; however, this allegation could not be confirmed as the customer did not upload pump data for review and did not respond to multiple contact attempts.